Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they hadn't really been feeling stimulation. The patient mentioned that they usually feel a little bit of stimulation when they increase amplitude or change programs, but they weren't feeling it anymore. As a result, the patient wondered if their ins was working correctly because they have had some "other medical issues," and they think the other medical issues might be related to the infections. The patient did not provide specifics regarding the other medical issues or infections. Prior to this event, the patient mentioned that they had the therapy turned off for a while and they were doing great. Then the patient turned therapy back on and had a couple of different mris. A few weeks ago, the patient noticed the therapy was turned off, so they turned it back on and they were "messing with the settings." The patient noted that they increased amplitude and changed programs, but they still didn't feel any stimulation. The patient was redirected to their healthcare provider to further address the issue. The patient has an appointment with their managing hcp tomorrow.